Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure observed during analysis final analysis found that lead was in three pieces. The proximal insulation was abraded at 36.5 cm from the tip.